Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. During functional testing, the unit alarmed upstream occlusion. The cause was traced to the upstream occlusion (uso) sensor, and the uso sensor was replaced to address this issue.

Event description:
It was reported that, during testing the pump had a damaged lcd. There was no patient involvement. Evaluation of the returned device identified a faulty upstream occlusion sensor.